Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the surgeon elected to convert to traditional laparoscopic surgery due to reduced saturation. It was noted that the patient was put back to the supine position and it became stabilized. No further clinical information was provided. On 06-oct-2020, intuitive surgical, inc. (Isi) followed up with the clinical sales manager and obtained the following information: it was reported that the event occurred when the surgeon was detaching the upper part of the mediastinum. The patient was returned to the supine position prior to converting to laparoscopic surgery. It is unknown why the procedure was converted. It is unknown whether any other treatment was performed except of changing posture. On 21-oct-2020, isi followed up with the clinical sales manager and obtained the following information: it was reported that the surgeon believes the cause of the reduced saturation could have been an artificial pneumothorax with a pressure of 10 mmhg created by high flow air seal. It was clarified that the patient was stable before the procedure was converted to laparoscopic surgery. It is unknown why the procedure was converted. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No post operative issues were reported. The patient was discharged.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. No photo or video were submitted for review. No device was returned. This complaint is considered reportable due to the following conclusion: it was alleged that the patient had reduced oxygen saturation and the procedure was converted to laparoscopic surgery. The patient was returned to the supine position prior to converting to laparoscopic surgery. It is unknown why the procedure was converted. It is unknown whether any other treatment was performed except of changing posture. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.